Event description:
The patient's sister reported the patient from canada was in a motorcycle accident in (B)(6) on (B)(6) 2026 and died on impact. It is unknown if the patient was wearing the omnipod at the time of accident. The patient's sister contacted insulet to access the dash pdm to check the patient's blood glucose level at the time of the accident. An investigation into the patient's accident is being conducted by the mexican police. Insulet is attempting to recover additional details. If additional information is received, insulet will submit a supplemental report.

Manufacturer narrative:
The investigation is ongoing and insulet is attempting to recover additional details. Insulet is in contact with the patient's sibling. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation. At this time, we are unable to determine if any product condition could have contributed to the reported accident and patient death. Lot release records were reviewed and the product lot met all acceptance criteria.